Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the shell and freedom liner laying on a table, no visual damage could be seen with the provided pictures. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 010000980/g7 liner/ lot # 6807041, item# 110010245/g7 shell/ lot # 6987193, item# 010000984/g7 liner/ lot # unknown. Foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03231. 0001825034-2021-03233. 0001825034-2021-03234.

Event description:
It was reported the g7 freedom liner ((B)(4)) would not lock into the g7 shell ((B)(4)) in surgical field. But this g7 freedom liner ((B)(4)) was locked into the same g7 shell ((B)(4)) out of surgical field. The surgeon added reaming and resized the g7 shell ((B)(4)). He used the g7 shell ((B)(4)) with g7 freedom liner ((B)(4)), but these implant also did not use, because the liner could not be locked into the shell. Subsequently, the surgeon used locked g7 shell ((B)(4)) and g7 freedom liner ((B)(4)) with bone cement. Attempts have been made and additional information on the reported event is unavailable at this time.